Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a button error. The customer declined further assistance and stated that the insulin pump had started working again. The customer stated that he was already waiting for a continuation of therapy insulin pump to arrive and was advised to write down the current insulin pump settings for programming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.